Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomedical engineer (biomed). The values measured/transmitted by the x1 device do not lead to red alarms on the monitor, only yellow ones. Cross-exchange and comparison with other parameter servers results in a problem with the named x1; a configuration problem on the monitor could be ruled out. As a solution, replacing the parameter board was recommended; the customer can carry out the replacement themselves; the system is out of use until the spare parts are installed. The customer was also informed about the possibility of repair at the philips repair workshop. Follow-up with the customer may be needed. A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The module displays yellow alarms instead of red alarms. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was defective parameter board. The reported problem was confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time.